Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for troponin t hs (high sensitive) stat (short turn around time) - tnths stat on two e601 analyzers. It was stated that the sample had a slightly visible hemolysis. This medwatch will cover e601 analyzer two. Please refer to the medwatch patient identifier (B)(6) for information related to e601 analyzer one. The sample was initially tested on e601 analyzer one, resulting as 17.03 pg/ml accompanied by a data flag. The sample was automatically repeated on e601 analyzer one, resulting as 43.41 pg/ml accompanied by a data flag. The sample was then repeated a second time on e601 analyzer two, resulting as 45.35 pg/ml accompanied by a data flag. The sample was repeated a third time on e601 analyzer two, resulting as 4.98 pg/ml. The sample was repeated a fourth time on e601 analyzer two, resulting as 33.00 pg/ml accompanied by a data flag. The sample was repeated a fifth time on e601 analyzer one, resulting as 5.68 pg/ml accompanied by a data flag. The sample was repeated a sixth time on e601 analyzer one, resulting as 9.10 pg/ml. It was stated that the customer reported a high result outside of the laboratory since 2 out of 3 runs had high results. The patient was not adversely affected. The tnths stat reagent lot number was 187548. The reagent expiration date was asked for, but not provided. A specific root cause could not be determined based on the provided information. An issue with the sample is the most likely cause of the event. The clotting time for the sample tube was determined to be too short when compared to tube specifications for a vast majority of tube manufacturers.